Event description:
A patient reported experiencing difficulty charging their insulin pump due to a loose charging port, requiring more frequent charging than when initially received. There was no adverse impact to the customer¿s blood glucose level. The pump, which is out of warranty and cannot be repaired or replaced, has not undergone troubleshooting as the patient opted out of this process, seeking documentation for insurance purposes instead.